Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the 2d images would intermittently changed in size, similar to zoom functionality, without prompt from the user. It was reported that the navigation system was in the navigate portion of the application software when the issue occurred. The reported issue occurred intermittently throughout the procedure. Restarting the navigation system restored functionality and the site was able to complete the procedure.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.